Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the ECG cables (m1669a and m1672a) are worn out and need replacement. Available details indicate that a replacement lead ECG trunk cable, aami/iec (pn: 989803145071) and leadset, grabber, iec, ICU (pn: 989803145101) was shipped for the customer to install. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to a malfunction of the ECG cables, the root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with replacement ECG cables to resolve the issue. The absence of further calls supports that the reported problem was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.